Event description:
It was reported that a pt had finished his 4th MRI exam (head, cervical, thoracic, and lumbar spine). The pt underwent 44 series for a total time in the magnet of approx 2 hours. Following the exam, the pt reportedly felt something on his back. The technologist noticed a large red area approx 27cm in the area of his right shoulder, mid right side of spine. The nurse that attended to him called it a second degree burn. The pt was reportedly padded but did have his hand clasped together and also he stated that he had been sweating. The pt was reportedly seen by the wound care team for observation only on (B)(6) 2013. The wound was described as a rough red raised area that was considered a 2nd degree burn. No blisters were seen. The size was approx 23x26cm. The pt was released from wound care on (B)(6) 2013, with no further treatment needed.

Manufacturer narrative:
A ge healthcare (gehc) local field team was dispatched to the customer site to complete a pt warming questionnaire. The purpose of the questionnaire is to understand the pt warming issue, to obtain scan specific info, and to learn of the customer's room environmental conditions. The survey then establishes the performance of the gehc MRI scanner. The gehc scanner performance query focuses on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log). Surface coils / accessories: (surface coil / ECG checks). System / image quality: (system level testing to check for system failures). Pt monitoring: (pt alarm and rf safety monitor checks). At the completion of the system checkout and calibration, it is concluded that the system is performing within spec. Per the mr safety guide: pt positioning can affect the safety of the scan procedure. To help prevent a pt burn from closed loops formed by the following examples: clasped hands, by hands touching the body. Rf can cause localized heating at contact points between adjacent body parts when a loop is formed. Such localized heating can result in discomfort, or burns. This could occur when a pt's hands are touching or when a female pt's breasts are compressed to her chest. Use pads between body parts to avoid creating a loop with adjacent body parts. The system is designed to comply with (B)(4), including the requirements intended to minimize the likelihood of pt warming.